Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon was ruptured. The stenosed target lesion was identified in the arteriovenous fistula of the left upper limb. A 6.0 x 40 mm gladiator elite balloon catheter, with a length of 40 cm, was advanced over the guidewire to dilate the stenosis on the venous side of the artificial blood vessel. During the procedure, the balloon was inflated initially at a pressure of 10-22 atmospheres for a duration of 30-60 seconds. It was then inflated a second time at 22-24 atmospheres. During this second inflation, a drop in pressure was observed, suggesting a possible rupture of the balloon. Upon retrieval, the tip of the balloon was confirmed to be burst. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and the device was inflated to its rated burst pressure with no leaks or issues noted. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that the balloon was ruptured. The stenosed target lesion was identified in the arteriovenous fistula of the left upper limb. A 6.0 x 40 mm gladiator elite balloon catheter, with a length of 40 cm, was advanced over the guidewire to dilate the stenosis on the venous side of the artificial blood vessel. During the procedure, the balloon was inflated initially at a pressure of 10-22 atmospheres for a duration of 30-60 seconds. It was then inflated a second time at 22-24 atmospheres. During this second inflation, a drop in pressure was observed, suggesting a possible rupture of the balloon. Upon retrieval, the tip of the balloon was confirmed to be burst. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications reported.